Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the heavily calcified mid to distal left anterior descending (lad) artery. The vascular access site was accessed through the right groin. Predilatation was performed with a 2.0x12mm non-bsc balloon. Despite using multiple wires to deliver the 2.25x24 taxus express2 atom, the stent delivery system (sds) could not cross the lesion. The physician used excessive force in order to advance the sds but it still did not cross the lesion. When the sds was removed from inside the patient, it was noted that the stent was missing. It is believed that while withdrawing the sds the stent dislodged from the balloon in the patient's iliac. The location of the dislodged stent was confirmed with x-ray. The physician went in at the patient's left groin and advanced to the right with a non-bsc "gooseneck" snare to retrieve the stent. The stent was successfully removed with no additional patient complications. The procedure was not completed and the lad was left untreated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.